Manufacturer narrative:
Batch review performed on 22 may 2018; lot 174362: (B)(4) items manufactured and released on 29 novemebr 2017. Expiration date: 2022-11-15; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 1 month after primary the surgeon revised the patient joint for a femur bone fracture. Stem, head and liner revised successfully.